Event description:
We received the information that this device failed during therapy with an invasively ventilated patient at his home.the device recognised an error in the system and triggered an audible and visual alarm with the request to contact the service.in spite of the error message, the device shown that the pressure bars continued to switch between epap and ipap. The device showed typical behaviour, but the recorded information was monitored with zero. The tube was disconnected without delay to check whether the flow to the patient was still present. They realised that the airflow had been interrupted and the patient was immediately switched to a backup device. Apart from the shortness of breath, we received no further information from the patient.

Event description:
We received the information that this device failed during therapy with an invasively ventilated patient at his home. The device recognised an error in the system and triggered an audible and visual alarm with the request to contact the service. In spite of the error message, the device shown that the pressure bars continued to switch between epap and ipap. The device showed typical behaviour, but the recorded information was monitored with zero. The tube was disconnected without delay to check whether the flow to the patient was still present. They realised that the airflow had been interrupted and the patient was immediately switched to a backup device. Apart from the shortness of breath, we received no further information from the patient.